Event description:
It was reported that an occlusion alarm occurred and bolus administration could not be performed. The event occurred during patient and there was no patient harm or adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3 and h6 ¿ updated. One suspected device was received for evaluation. Ehl (event history log) was reviewed. A "high pressure" alarm was recorded in the event log multiple times. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual inspection was performed. No anomalies were noted. Performance test was performed the test results (measured values) fell within the product specifications. The reported issue was not confirmed because the test results (measured values) fell within the product specifications. The device was returned to the customer with no repair performed.